Event description:
It was reported that the lead was oversensing. The save to disk showed no noise, lead impedance and capture thresholds were stable and normal. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=7.1 counts avg/day, in 190.17 days, between (B)(4) 2010 05:37:22 and (B)(4) 2011 09:48:59.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.